Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening and red particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp edge opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture and late seroma. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected, and/or changed data: a.2., b.5., d.1., d.4., d.6., d.7., d.10., g.5., h.3., h.4., h.6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported late seroma. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted. This record is for the right side.